Manufacturer narrative:
The da pcba was returned to failure investigation for analysis. Visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The reported issue was not confirmed. The da pcba was tested, and no failures were identified.

Manufacturer narrative:
G4:(B)(6) 2021. B4:(B)(6)2021. The field service engineer replaced the data acquisition board and the solenoids to address the reported issue. The issue was discovered during set-up for patient use. The unit was not in use on patient. No delay in therapy reported.

Manufacturer narrative:
Date of event: 06may2021. It is unknown if the unit was in use on the patient, but no patient harm was reported. Additional information has been requested.

Event description:
The customer reported machine presser auto zero failure displays. It is unknown if the unit was in use on the patient, but no patient harm was reported. Additional information has been requested. The customer contacted product support and reported a machine pressure sensor autozero failed error on power on self test (post) and continuous built-in test (cbit). The product support advised the customer that the proximal pressure sensor is used to measure machine pressure (solenoid 3 de-energized; solenoid 4 energized), the proximal pressure is not measured, and pressure-related alarms are compromised. The customer was advised to verify pin alignment between solenoids and the da pcba. Replace the machine auto-zero solenoid (sol 2 and sol 4) and/or replace the da pcba.